Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name pipeline flex w/shield technology model # ped2-450-16 the pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline flex with shield device was well positioned, but when removing the pushwire, the distal tip was separated. The device was successfully removed with a bow, and the pipeline was implanted properly. Post-procedure angiographic results were great. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic segment with a max diameter of 5mm and a 2mm neck diameter. It was noted the patient's vessel tortuosity was normal.